Manufacturer narrative:
A ge service rep performed an on site investigation and the ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message and would not perform fluoroscopy. No pt injury was reported.